Event description:
It was reported that the nurse stated they were trying to start therapy on a patient and was receiving an alarm 15 temp 1 probe out of range in an arctic sun device. Confirmed they have a temp sensing foley connected to temp cable. Nurse confirmed probe was connected to cable and cable was plugged into pt1 on the back of the machine. Nurse stated the foley probe reads on the bedside monitor with no issues. Informed nurse it was likely the temp cable then, recommended to swap out the temperature cable. Nurse stated they will change the cable and call back if they still having issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Confirmed they have a temp sensing foley connected to temp cable. Nurse confirmed probe was connected to cable and cable was plugged into pt1 on the back of the machine. Nurse stated the foley probe reads on the bedside monitor with no issues. Informed nurse it was likely the temp cable then, recommended to swap out the temperature cable. Nurse stated they will change the cable and call back if they still having issues. A DHR review is not required as the batch number is unknown. The batch number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to start therapy on a patient and was receiving an alarm 15 temp 1 probe out of range in an arctic sun device. Confirmed they have a temp sensing foley connected to temp cable. Nurse confirmed probe was connected to cable and cable was plugged into pt1 on the back of the machine. Nurse stated the foley probe reads on the bedside monitor with no issues. Informed nurse it was likely the temp cable then, recommended to swap out the temperature cable. Nurse stated they will change the cable and call back if they still having issues.